Event description:
The patient was under going a thrombolysis to declot a dialysis thigh graft. Using a 4 fr coaxial microintroducer kit, the guidwire (.018") was stuck in the left thigh graft and broke off. The procedure was aborted and the patient was referred to a surgeon for wire extraction.